Event description:
Plaintiff was employed as a doctor of dental surgery who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering injury and developing a latex allergy.